Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. The patient was reportedly medically progressing with no signs of complications. Per the inpatient team, ventricular assist device (vad) parameters were stable prior to the patient's death. Log file review captured the start of low flow events on (B)(6) 2022 at 11:27 am. Pump speed was changed to 4000 rotations per minute (rpm) at 11:29 am. The driveline was disconnected at 12:23pm and the pump stopped. Pump manufacturer's report: 2916596-2022-14671.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected on (B)(6) 2022 was confirmed via analysis of the submitted log file. The submitted log file contained approximately 3 hours of data (B)(6) 2022 from 9:39:51 to 12:23:25 and on 12oct2022 from 14:58:27 to 14:58:28 per the timestamp). The driveline was disconnected at 12:23:20 and the pump stopped operating at the set speed. The driveline was not reconnected throughout the remainder of the log file. The log file did not indicate any functional issues with the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. It could not be determined if the driveline was disconnected before or after the patient passed away on (B)(6) 2022. Additional information provided stated that it was unknown if there was any device issues. The heartmate 3 system controller (serial number: (B)(4) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow, driveline disconnect and pump stop alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: log file ba121458 was submitted for review following the reported events of low flow alarms and the patient passing away on (B)(6) 2022. The controller event log file contained approximately 3 hours of data ((B)(6) 2022 from 9:39:51 to 12:23:25 and on (B)(6) 2022 from 14:58:27 to 14:58:28 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 12:23:20, which is consistent with the controller and pump being removed from use. The driveline was not reconnected throughout the remainder of the log file. The log file data did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The reported events could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 30mar2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow, driveline disconnect and pump stop alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.